Manufacturer narrative:
Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.

Event description:
It was reported that at routine change out, unable to loosen setscrew. The torque wrench had not enough power, so the physician solved the problem with a needle holder adapted to the screwdriver. No additional adverse patient effects were reported.